Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve, upon initial deployment at 3 mm, the valve frame appeared infolded. The valve was withdrawn from the patient, and the fluoroscopic loading check was reviewed. A misload was identified retrospectively due to a frame node overlap involving the fourth node. Subsequently, a new valve was loaded into a new delivery catheter system and implanted in the patient. The event resulted in a 10 minute procedural delay. No adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve, upon initial deployment at 3 mm, the valve frame appeared infolded. The valve was withdrawn from the patient, and the fluoroscopic loading check was reviewed. A misload was identified retrospectively due to a frame node overlap involving the fourth node. Subsequently, a new valve was loaded into a new delivery catheter system and implanted in the patient. The event resulted in a 10 minute procedural delay. No adverse patient effects were reported. Additional information was received that the misload was not due to a new valve loader.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.